Event description:
Metal filings found during procedure. This occurred during the broach of the femur. To the best of the sales rep knowledge who received the phone call, the metal filings were removed during the procedure and no patient impact.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report.